Event description:
Infant to receive vancomycin 15mg auto syringe pump set per guidelines. Auto syringe did not stop at programmed setting and delivered the full contents of the syringe, vancomycin 50mg. The vancomycin was discontinued. Follow-up blood drug levels were monitored. Peak level was greater than 50, the trough was drawn late and arevealed a laevel of 5. Renal blood studies were negative for any effect. Normal hearing evaluation for premature infants is done at 36 weeks. This infant will be evaluated when she reaches this age.other devices in use at the time of the event:cardiac/apnea monitor - space labisolette - ohidevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.